Manufacturer narrative:
Additional information received states the patient reported difficulty when operating the device and that the pump did not completely fill. The results of the surgery were satisfactory.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to device mechanical dysfunction. The physician is requesting a revision of the device for repositioning. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for the revision was also fluid loss.

Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) device due to mechanical dysfunction, fluid loss, and difficult in operating the device since the device did not completely fill and needed repositioning. A patient outcome of satisfactory was reported.

Manufacturer narrative:
The ams 800 occlusive cuff was visually and microscopically inspected. The cuff measured 4.5 cm. There was a leak in the occlusive cuff shell proximal to the cuff backing. The damage is consistent with fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The ams 800 control pump was visually inspected and functionally tested. No leaks were found. It performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed a device malfunction and fluid leak. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) device due to mechanical dysfunction, fluid loss, and difficult in operating the device since the device did not completely fill and needed repositioning. A patient outcome of satisfactory was reported.

Manufacturer narrative:
Additional information received that the explant procedure and reimplant surgery was done on (B)(4) 2020.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to device mechanical dysfunction. The physician is requesting a revision of the device for repositioning. A patient outcome was not reported.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to device mechanical dysfunction. The physician is requesting a revision of the device for repositioning. A patient outcome was not reported.